Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination identified a hole in the outer tube of the cylinder 1, consistent with explant damage, but no damage was identified in the inner tubings: therefore, the cylinder 1 passed the leakage test. In cylinder 2 no damage or abnormality was noted, and no leaks were identified. The pump was microscopically inspected, leak and functionally tested. No leaks were identified; however, during functional examination the pump failed the activation test. The reservoir was microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the failed functional test identified in the pump could have caused or contributed to the reported clinical observation that the pump stopped working. The reported allegations of infection, inflammation and damaged skin are known risk associated with implants of these device as indicated in the instructions for use (IFU); consequently, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) because of an infection and inflammation in the glands above the cylinder. The inflammation started three months ago, and it occurred due to the pump stopped working. In addition, it was detailed that the patient's skin was damage due to excessive use of the device. All components of the existing ipp were explanted and replaced with a new malleable device with no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) because of an infection and inflammation in the glands above the cylinder. The inflammation started three months ago, and it occurred due to the pump stopped working. In addition, it was detailed that the patient's skin was damage due to excessive use of the device. All components of the existing ipp were explanted and replaced with a new malleable device with no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.